Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach in a vertical gastrectomy laparoscopic procedure, the device was fired the first time but it made a sound as if it had broken inside and stopped to work. The second handle was used but same issue happened. They used another stapler to complete the case. There was no patient injury.